Event description:
On april 20, 2011, the lay-user/patient's father contacted lifescan from (B)(6) alleging an error 1 issue with a one touch verio pro meter. The patient's father did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's father claimed that the meter had an error 1 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's father did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on may 26, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have eeprom u6 defective. The test strips were also received but did not require product analysis testing since the primary complaint referred to the meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.